Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks of implant, the atrial and rv (right ventricular) leads had pulled back. It was also noted that atrial sensing had dropped and there was no capture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.